Manufacturer narrative:
No complaint was received with the return of the device. A failure event was observed during analysis. As received, a partial lead was returned in two pieces. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of external insulation abrasion is consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis.